Event description:
The physician felt resistance prior to reaching the proximal marker with the accunet recovery 1 catheter. The physician removed the recover 1 catheter and used an accunet recovery 2 catheter when it's filter basket detached. Several attempts were made with a 4.0 goosneck snare to retrieve the filter basket; however, unsuccessfully. A .014 buddy wire was used to try a loop the wire through the filter basket and was snared to below the jaw line; however, the basket moved upwards again and the procedure was stopped. The pt was transferred to another facility to consult with a neurosurgeon. The pt was reported to be doing fine with no nuerological effects. Info rec'd in 7/05, the filter basket was successfully moved proximal, close to the stent and a wall stent was positioned along the side of the basket which was successfully compressed to the artery wall. The pt remains fine with no neurological effects.